Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs research park: (B)(6). H3 other text: device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that upon delivery, a fetus in a giraffe irs warmer had an initial heart rate of less than 60 and they initiated use of the integrated resuscitation device. The facility attempted to use a t-piece, but there was no chest rise. It appeared that there was a sudden loss of pressure from the device and that the peak inspiratory pressure (pip) was not adequate even though there was a good seal on the face mask. A larygeal (I-gel) was placed in conjunction with the t-piece providing chest rise. However, the heart rate remained less than 60. The infant was then intubated and transferred to the nicu. Infant blood gas upon arrival in nicu, revealed severe acidosis and moderate to severe hie (hypoxic-ischemic encephalopathy). Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
D4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available.

Manufacturer narrative:
D4 primary UDI number corrected.

Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed. Based on the investigation analysis, it can be concluded that there is no issue with the ires device. According to the information available, the resuscitation device did not malfunction as the resuscitation device provided pressure correctly after the clinician transitioned to the laryngeal (I-gel) airway. This indicated both the resuscitation device and the t-piece circuit were functioning correctly. Therefore, there are no indications a ge healthcare device caused or contributed to the event. The root cause is undetermined.